Manufacturer narrative:
H3. Analysis identified an area of compression on the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving baclofen (unknown) at unknown concentration/dose via an implantable pump for unknown concentration/dose. The patient told his hcp he was not able to feel his boluses and the hcp recommended a dye study, hcp was not able to aspirate the catheter and recommended a dye study. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The catheter was replaced with a new medtronic ascenda catheter. The issue resolved with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that a catheter dye study was performed on (B)(6) 2024 and she was not present for that but found out the catheter will be revise on (B)(6) 2024. The company representative (rep) stated that the primary care physician did the last refill, and the managing physician was concerned based on what was noted that they had to "jab" the pump to do the refill successfully. The agent reviews if they were planning to be in the pump pocket site for the catheter revision to inspect the silicone septum for damage and then a medical decision to replace or not. She will review the issue with the physician, and she plans to report all details and issues when the case is complete, so no further questions asked on call when offered to report for field employee. Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the catheter was revised due to unable to aspirate from the catheter. The physician attempted dye study through the cap of the pump and was unable to aspirate then attempted aspiration again in the operating room and was still unable to aspirate. However, after replacing the catheter the hcp was able to aspirate the catheter and confirm aspiration through the cap of the pump. The issue was resolved.